Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00869. The hospital discarded the device.

Manufacturer narrative:
Conclusion: correction - the manufacturer did not receive a lot number for the device; therefore, the manufacturer was unable to locate the manufacturing records. No further information is available. The manufacturer is closing its file.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using a px slim delivery microcatheter and ruby coils. During the procedure, the ruby coil unintentionally detached within the px slim delivery microcatheter. Both devices were removed as one unit and the procedure continued using a new ruby coil and px slim.